Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to confirm error alarm in alarm history due to history file was overwritten. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error alarm. Customer reported that the motor error alarm occurred during basal. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.